Event description:
It was reported that during engineering evaluation, it was observed that the cord was damaged on the motor device and wires were exposed. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be user error/ misuse/ abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.